Event description:
It was reported the device was not dropped or bumped. Customer reported the drive support cap was sticking out. Customer did not press the cap while connected. Customer was not in a car accident. Customer was unaware how damage occurred. Customer's blood glucose was 400 mg/dl. No further information reported.

Manufacturer narrative:
The insulin pump was received with protruded or loose drive support disk, cracked case at display window corner, battery tube threads, reservoir tube lip, broken belt clip slot, and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.